Event description:
A patient reportedly received a small "cigarette sized" burn associated with the use of another manufacturer's interferential stimulator with this manufacturers 2"x4" reusable tens/nms electrodes. The severity of the "burn" was not able to be determined. However the patient reportedly sought treatment at a local hospital ER. The nature of the treatment received is unknown. The patient subsequently returned to the physical therapy center presenting with a small red mark on the lower back and continued stimulation therapy.